Manufacturer narrative:
We reviewed the DHR for this (B)(6) / patient ID # (B)(6) / site ID # (B)(4), qty. (B)(4) items assy-500015 (retainers) were packaged by the first shift by auto bag and box operation on october 22, 2025, manufacturing supercell sc3, equipment pua-05. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this so-(B)(6). · raw material: 1apl40c125-orx / lot# 10445159 / qty. Received = (B)(4) pcs, inspection date: september 02, 2025. The material was found to be acceptable for use in the manufacture of the sure smile product.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the suresmile retainer. Patient reported their lips were swollen after they started wearing the retainers.